Event description:
The customer contact reported a separation. It was reported that the female end of the extension set was connected to a primary administration set, and the male end of the extension set was connected to the pt's peripheral IV catheter. The pt was receiving unspecified hydration fluids via the primary administration set. The y-clave port of the extension set was used for administration of unspecified pain med. During assessment of the pt, it was discovered that the extension set "broke" into two pieces at the clave port. It was reported that the pt's bed was wet and that the peripheral IV access site had clotted. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.